Manufacturer narrative:
The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued due to a sensor related error message while using the adc device. Due to delivery delay, the customer was unable to obtain sensor readings and experienced a loss of consciousness. The customer was able to self-treat with sugar water. There was no report of death or permanent injury associated with this event.